Manufacturer narrative:
The device was returned undeployed. Contamination was observed on the inside of the bottom housing. It was determined that this substance was not fluid that had been diverted from the fluid path. Download data shows the device was received in pod state 15 indicating the device was deactivated before priming could be initiated. It is unknown how the device entered pod state 15 prior to delivering any pulses, however this issue prevented the device from activating and deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.